Event description:
It was reported that the device was used during a thyroidectomy. The acoustic stud was found broken off. The doctor swapped device and completed the case with no patient consequence.